Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted (B)(6) 2011, mcs-p3-943 transcatheter valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that approximately three weeks after a generator changeout procedure, the patient's right ventricular (rv) lead had intermittent noise and low pacing impedance which triggered a lead integrity alert. A setscrew problem was suspected. During the revision procedure, the rv lead pace/sense portion was capped and replaced with an existing pace/sense lead. The high voltage portion of the lead remains in use. The device remains in use. The patient is a participant in the corevalve continued access study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.